Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge due to user error. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer's husband successfully filled the cartridge using the same supplies. Blood glucose level was 196 mg/dl.